Manufacturer narrative:
The insulin alarmed a33 during basic occlusion test due to protruded loose drive support disk. Unable to perform basic occlusion, occlusion, excessive no delivery test due to a33 alarm. The insulin pump was received with minor scratched display window and cracked reservoir tube lip.

Event description:
The customer reported via phone call that he had a compromised force sensor system alarm on the insulin pump. Customer's blood glucose was 266 mg/dl. Customer stated that he tried to fill the tubing but he received the alarm. Customer decided not to wear the pump. Customer decided to change his infusion set and reservoir, but it did not resolve the issue. Customer stated that the drive support cap was sticking out. It was explained that the possible cause of the alarm was during seating, the force sensor did not detect the reservoir. Customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.